Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 9:00 pm at home. End-user stated that about 5 hours after getting an 83 mg/dl on his prodigy meter he was found by his mother who was unable to wake him. End-user stated that he tests his blood sugar 3 times a day and a normal result for him is around 88 mg/dl. He is on a sliding with his novo log and novolin and it is as follows novolin : 5 units in the morning and 5 units at night. Novolog sliding scale : 0-50 mg/dl 1 unit 51-190 mg/dl 2 units, 191-261 mg/dl 3 units, 262-332 mg/dl 4 units, 333-403 mg/dl 5 units, 404-474 mg/dl 6 units, 475-545 mg/dl 7 units, 546-616 mg/dl 8 units. He stated that he did not take any medication or consume any food while waiting for the ems. He stated that he had eaten dinner that consisted of tenderloin, hamburger, hot dog, water and diet lemonade. His mother called ems and it took them about 15 minutes to arrive. Ems tested his blood glucose with their meter and received a result of 24 mg/dl. He was then transported to (B)(6) healthcare located at (B)(6). He does not recall what treatment he received by the ems, but he did state that when he arrived at the hospital his blood glucose was 245 mg/dl(?). He stated that he was given something to eat and he was discharged after about 4 hours. He was unable to recall what treatment he received at the hospital. He was told to follow up with his dr. Upon discharge his blood glucose was 124 mg/dl. No additional details were provided.